Event description:
Rptr experiences "power surges; zaps" and unintended "shut offs" when walking through some anti-theft devices. The surges are very painful. Usually, she will turn off her stimulator, when she can, before going through detectors. She has required no medical intervention. Rptr commented that only some anti-theft devices trigger this problem.